Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: malposition, capsular contracture grade unknown, necrosis, wound dehiscence, unspecified infection, hematoma, and other medical events (hypertrophic scarring and waterfall deformity). The reported events are physiological complications, and device analysis typically does not help allergan determine the cause. Clarification to reported partial implant(d6a) date: 2014. Clarification to reported partial explant(d6b) date: 2024. Article citation: lucocq, james, and taimur shoaib. ¿long-term outcomes after single-stage augmentation mastopexy: a ten-year series and risk stratification model.¿ jpras open vol. 49 272-283. 28 feb. 2026, doi:10.1016/j.jpra.2026.02.026.

Event description:
Literature review titled "long-term outcomes after single-stage augmentation mastopexy: a ten-year series and risk stratification model¿ reported "wound breakdown or dehiscence", "hypertrophic scarring", "nac/breast asymmetry", "recurrent ptosis or bottoming out (which is not device related)", "hematoma", "waterfall deformity or excess skin", "fat necrosis", "partial nipple necrosis", "double bubble", "capsular contracture" baker grade unknown, "implant malposition/ immobility" and "implant infection". This record is for an unknown side. This article involves a population of 289 patients and 47 allegan devices. Treatment reported as: re-operation occurred in 56 patients with the most common being a revision mastopexy in 11 patients, followed by nipple areolar complex revision in 9 patients. Treatment for remainder of patients is unknown. Status of the device is unknown.